Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: ens1018, product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter pulmonary bioprosthetic valve, during initial deployment, there was difficulty expanding the inner and outer balloon on the 18 mm delivery catheter system (dcs) which resulted in a significant gradient with some mobile structure in the valve. It was reported that the obstruction prevented an expanded berman catheter to pass. A multipurpose wire was used to cross the valve and two stents were used to open the valve. A second valve was then placed without incident and was functioning as expected at the end of the procedure. No adverse patient effects were reported.